Event description:
A 3.5mm diameter x 10mm length solstice system balloon catheter was inserted over qs .010" guidewire to an aneurysm site located in the anterior cerebral artery. After coils were implanted, the balloon was inflated at the aneurysm site using the remodelling technique. There was a slight resistanace felt upon removal of balloon. Upon completion of the procedure it was found that a piece of the guidewire detached and remained in the pt's artery. According to x-rays from the procedure, it is estimated that approximately a 25.8mm piece of the guidewire detached from the core wire of the qs 10 guidewire at the aneurysm site. Info from doctor states this occurred between the a1 and a2 (first and second) segments of the anterior cerebral artery. Attempts to retrieve the detached piece of the guidewire were unsuccessful. A secondary intervention was necessary to complete the occlusion of the aneurysm. There was no report of adverse affects or clinical sequelae related to this event.